Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a corroded battery tube, minor scratches to the display and reservoir windows and case, and a cracked case at the display window corners.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the down arrow stopped working and the other buttons had to be pressed several times before they responded. The customer's blood glucose level was 210 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.